Manufacturer narrative:
Additional information: e1(facility name, region), g3, h3, h6 correction: b4 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument locked on tissue and instrument did not work. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b3, b5, d1, d4 (model #, catalog #, expiration date, lot #, UDI), d8, d9, g3, g4 (510k #), h3, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an enlarged nephrectomy procedure, in section ligation of the right renal pedicle, the handle had a cracked sound and was physically broken at the moment of stapling. Additionally, there was a cutting defect on the end of the staple line with persistence of tissue between the jaws. The jaws could not be opened. To resolve the issue, another handle and reload were used.

Manufacturer narrative:
D10: concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3h1235). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an enlarged nephrectomy procedure, in section ligation of the right renal pedicle, there was a cutting defect on the end of the staple line with persistence of tissue between the jaws. The jaws could not be opened. To resolve the issue, another handle and reload was used. There was no patient injury.